Event description:
It was reported that the device was explanted after an implant duration of approximately 56.3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. It was learned that the device is unavailable for evaluation, because it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.